Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the tank. The patient alleges headaches. The patient reported using a "cleaning device." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.  The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the tank. The patient alleges headaches. The patient reported using a "cleaning device." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. Using a known good power supply and power cord, pil confirmed the device powers on and provides airflow. During review of the error logs, pil determined the device was likely reset prior to pil receipt due to having 12887.1 machine hours and 0 blower and therapy hours. There were no errors logged, and care orchestrator data was not available for download. During the investigation, pil observed that an unknown contaminant was observed on the top enclosure and front panel and dust-like contaminant was observed on the top enclosure, front panel, rear panel, bottom enclosure, blower, blower seal, blower box, and inside the inlet of the blower box, appeared to be dried liquid spots with potential mineral deposits were observed on the iso port, blower, and blower box and hair-like particles were observed on the front panel, bottom enclosure, and blower, the screws for the top enclosure were observed to be missing, a keratin-like substance was observed on the outlet of the blower box addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil was not able to confirm the complaint, or address the symptoms specified. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. In box d: device serviced by 3rdp, device avail. For eval, date returned was updated. In box h: device eval. By mfg, evaluation method code, evaluation result code, component code and conclusion code has been updated.